Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 38 mg/dl, 47 mg/dl and 78 mg/dl. Customer did not report any symptoms related to low blood glucose. Treated low blood glucose level with juice and a donut. It was not mentioned whether the auto mode feature was active at the time of the incident. The customer also reported that they received insulin flow blocked alarm. The customer was able to perform selftest and the test passed. The device will not be returned for analysis.